Manufacturer narrative:
H4: the lot was manufactured between january 10, 2024 - january 11, 2024. H11: the actual device was provided for evaluation. During visual inspection a small particle of foreign matter was observed in the tpn solution. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva tpn bag had a particle matter inside the bag. This was noticed during visual inspection of the finished product at the compounding facility. There was no patient involvement. No additional information is available.